Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a patient arrived by emergency medical services and was seen to be in need of impella cp and extracorporeal membrane oxygenation support. While on support, the impella cp was alarming impella in the aorta and suction. An echocardiogram by the physician assistant was questionable at best due to the patient's previous chest compressions and chronic obstructive pulmonary disease. The impella cp was positioned just across the valve and advanced which improved motor current and flows. The following day there was a short episode of ventricular tachycardia with mouth care. Four days later, care was withdrawn and the patient expired.